Event description:
Patient 1 initial tsh result of 0.085 ulu/ml, same sample repeated recovered 1.33 ulu/ml. Same sample repeated again recovered 1.34 ulu/ml. Patient 2 initial tsh result of 0.088 ulu/ml, same sample repeated recovered 1.91 ulu/ml. Initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative replaced the measuring cell. The user reports no further occurrences.